Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced and adjusted the 5vdc circuit and cleaned and regreased the high voltage cable and tested for arcing and none was found. The system was tested and found to be working as intended and put back in service.